Event description:
It was reported that a progav 2.0 shunt system (#fx644t) was implanted during a procedure performed on an unknown date. According to the complainant, the shunt system was believed to be operated in overdrainage and had adjustment difficulties. The patient underwent a revision procedure. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 4 years 10 month. Height: 10 centimeters (cm). Weight: 9 kilograms (kg). Gender: male.

Manufacturer narrative:
Investigation: visual inspection: during the investigation, deposits on the device were determined. Permeability test: a permeability test has indicated that the progav 2.0 valve has a blockage and that the shuntassistant 2.0 is permeable. Computer controlled test: to investigate the claim of over- drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valves are tested in both the horizontal as well as the vertical positions. The results show that the shuntassistant 2.0 operates within the accepted tolerance in the vertical position. Due to the non-permeability of the progav 2.0, a computer-controlled test is not applicable. Adjustment test: the progav 2.0 was tested and is not adjustable. Braking force and brake function test: the brake functionality test has shown that the brake function is operational; however, the braking force cannot be measured due to the non-adjustability of the valve. Internal inspection: after dismantling of the valves, deposits were found in both valves. Results: based on our investigation results, we can determine a blockage and a non-adjustability in the progav 2.0 valve at the time of the investigation. The determined deposits can be named as the cause for the functional deviations. Proteins in the cerebrospinal fluid can influence the function temporarily and are known side effects in hydrocephalus therapy. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.